Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: review of the black box data revealed multiple records of alarms for ¿occlusion¿ on (B)(6) 2014. The pump was exercised for 24 hours without any errors, alarms or warnings occurring during this time. Investigation did not duplicate the complaint and the pump performed within the required specifications without malfunction.